Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced irritation in both eyes, watering halos and blurring, there are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been received and stated that the patient eyes were not improved. It was also stated that the patient made aware to doctor that patient was experiencing alpha gal. It was stated that both the eyes were continued to be irritated, watering, itchy and blurry vision. It was also stated that the vision was worse since those lenses were put.

Manufacturer narrative:
The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.